Manufacturer narrative:
Implanted date: unknown if the device was implanted. Explanted date: unknown if the device was explanted. (B)(4). The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. [FDA mw5092697.pdf].

Event description:
Terumo medical received an FDA medwatch report # mw5092697. The event description states: malfunction of angio-seal requiring surgical intervention and return to operating room.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.